Event description:
Ous MDR. It was reported that 100 months after the implantation the lead was explanted and replaced due to oversensing and an increased thresholds.

Manufacturer narrative:
The lead complained about had been cut through 53 cm proximal of the tip electrode in the returned state. Only the distal fragment was available for analysis. The visual inspection found multiple signs of abrasion along the fragment. In the proximal area of the lead fragment, the insulation was damaged due to fraying. The position and kind of the fraying speak for friction at the generator housing. In addition, the insulation was damaged in the distal part of the lead, which indicates massive mechanical stress in the implanted state. This damage is with high probability the cause of the clinical complaint. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.